Manufacturer narrative:
(B)(4). The customer confirmed that the device has been retired and taken out of service. The device will not be returned to physio-control for evaluation. The cause of the reported failure cannot be determined.

Event description:
It was reported that the device had an illuminated service wrench icon and a potentially critical event code was logged in the memory of the device. The logged event code would affect defibrillation therapy. There was no patient use associated with the reported failure.